Event description:
Four cryocyte freezing containers were transplanted. Two of the bags broke after cryopreservation and storage, but before thawing. The pt was given rozefin 2gm (route unk) and reportedly the pt was successfully engrafted.